Manufacturer narrative:
Data analysis: the console logs confirm the occurrence of an unexpected reboot on the date of the complaint. There are no alarms or watchdog triggers immediately preceding the event to provide insight into the cause. There is an rtlogger overflow but this occurs ~31 minutes before the unexpected reboot. There are multiple instances of #1036 calculator placement signal errors but no accompanying alarms. Device analysis: the console was opened and a visual inspection revealed no clues as to the cause of the unexpected reboot. A test pump was connected and ran at p-level 4 for ~24 hours with no occurrence of spontaneous reboots and no occurrence of noteworthy alarms. 5s parameters were obtained and returned a low snr value of ~500. The optical connector was cleaned but resulted in only marginal improvement of the snr value. The optical bench ccd output was evaluated and found to be notably distorted. Root cause: the root cause of the spontaneous, unexpected reboot is unknown due to a lack of correlating entries in the data logs and an inability to reproduce the issue in the lab. H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation.

Event description:
The complainant reported the patient was implanted with an impella 5.5 device for mechanical circulatory support (mcs) as elective placement. The patient was deferred for orthotopic heart transplant/durable left ventricular assist device candidacy and given options for revascularization. Approximately four days into the support, the automated impella controller (aic) had an unexpected controller shutdown. Aic automatically restarted, resumed to previous settings, and impella mcs continued. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.